Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Block d6b: (B)(6) 2025.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also reported that implantable pulse generator (ipg) was causing severe back pain. The patient underwent explant procedure.